Event description:
Alleged the brake would not hold at the head end of the bed.

Manufacturer narrative:
The account found the casters were worn, causing the brake not to hold on the bed. The account will replace the casters to repair the bed. Chapter 6 of the service manual (man013re) documents a function check for the caster tires and central brake and steer as part of preventative maintenance. The components should be checked for cuts, wear, tread life, etc. And the brakes should be checked to ensure the bed will not move when the brake is activated. If the bed moves, inspection for wear and adjustment may be necessary. The steering pedal should also be checked for proper locking when activated.